Event description:
The customer's parent reported via telephone call that the insulin pump got a crack in it on the upper left corner above the screen and was not delivering insulin properly. The parent did not know the blood glucose reading. The parent did not know how the damage occurred but stated that it was most likely dropped. The parent was advised to disconnect the customer from the insulin pump and revert to a back up plan per a health care professional's instruction. The parent was advised that the insulin pump would be replaced but was not sure if the insulin pump would be returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.